Event description:
It was reported that the insulin pump alarmed motor error during basal rates and bolus. The customer's blood glucose was 270 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.